Event description:
This line was replaced with a bio-flo duramax line from kimal on (B)(6) 2024. Due to poor function that line was replaced after 4 days. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).